Manufacturer narrative:
(B)(4). The analysis results for the device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while trying to attach the clips, the clips split open at the ends and do not attach properly. Also, the clips come off and do not stay in place. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: please clarify: "clips split on one end". (These clips are open at one end and close down from the apex to the end of clip). Were the clips malformed? Yes. Scissored? - yes. Clip gap? No. Tear drop? No. Did the clips fall into the patient? Yes. If yes, how was the clip retrieved? Used a grasper to collect. Which firing of the device did this event occur on? Through out procedure various clips malfunctioned starting from about clip no 4 going through until dr was satisfied all structures were securely clipped. What vessel or structure was the device fired on at the time of the event? Choleduktus was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, outside patient to see what is wrong and then again, when showing sales rep how it malfunctions. What were the indications for surgery? What was found? Lapchole. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.